Manufacturer narrative:
Exemption number e2019001. A visual and dimensional inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily tortuous and heavily calcified lesion in the mid left anterior descending coronary artery. A whisper ms guide wire was used to access the lesion. Following pre-dilatation with a 2.5 x 15 mm non-abbott balloon dilatation catheter, resistance was felt with the anatomy during advancement of a 2.5 x 28 mm multi-link 8 stent delivery system (sds). During retrieval the proximal shaft of the sds separated into two pieces outside the patient anatomy. No resistance was felt during removal. A 2.5 x 28 mm non-abbott sds was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.